Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and reported that call service alarm [078] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-may-2018 with the following findings: a review of the black box verified call service 078 alarms with rewind attempts. Moisture corrosion was found in the battery compartment and on the motor flex connector. No motor movement or call service alarm was duplicated during investigation when the rewind was activated. Unrelated to the original complaint, the battery compartment was cracked at the left side of the grip pad with moisture. The pump was opened to find moisture on the motor flex connector.